Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate gauge has been static for a period of time. As the customer could not provide the insulin filling amounts during troubleshooting, the cause could not be determined. Blood glucose was 319 mg/dl and was addressed with a bolus. Reportedly, the customer reused the cartridge.